Event description:
It was reported that prior to an aortic valve surgery that the battery voltage was 2.77 volts and the battery impedance was 869 ohms. Post surgery the battery voltage was 2.74v and impedance of 1696 ohms. This information into the software estimator cut the longevity estimate in half. A short time later the impedance returned to its normal value. No patient complications have been reported as the result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.